Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) is no longer applicable for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 19-jan-2017 and it was reported that the patient had increased pain/underdose symptoms. The cap (catheter access port) study had not yet been performed. The cause of the volume discrepancies was unknown and the issue had not yet been resolved.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use were non-malignant pain and failed back surgery syndrome. A refill volume discrepancy was reported. The physician stated that at previous refill there was less volume than expected by approximately 5-10ml and today at the subsequent refill there was more volume in the pump by the same margin. A revision was planned for the future after (B)(6) study. Surgical intervention was planned but had not been scheduled. No patient symptoms were reported. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury.